Manufacturer narrative:
The manufacturer previously reported they were contacted in reference to the voluntary field safety notice / recall notification related to a ventilator inoperative condition occurring in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator inoperative condition on the device. This issue has been identified under the fsn 2023-cc-src-039. The device evaluation had not yet been completed. The device was returned to the manufacturer for evaluation, and there were no ventilator inoperative alarms documented. During the evaluation the device was found to be alarming, indicating the device was unable to write to the event log. The device¿s main pca was replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed. The device was cleaned and tested and passed all final testing. This device issue is not involved in the recall issue.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to a ventilator inoperative condition occurring in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator inoperative condition on the device. This issue has been identified under the fsn 2023-cc-src-039. The device has not yet returned for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro (r1111177) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.